Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this complaint will be supplemented. Follow-up #1 narrative: this supplemental report is being submitted to update patient information, provide additional event information, provide the initial reporter information, provide additional report source, and update the patient code. Additional information was received and it was reported that during the first stage of a transvaginal study, the transducer was already inside the patient and the doctor was going to save the first image when the reported intermittent lock up occurred. The doctor rebooted the system to repeat the study. The study was prolonged by 10 minutes due to the type of the study being performed, as it was a bit uncomfortable for the patient to reintroduce the transducer. There was no patient adverse event reported. No additional information was provided. Follow-up #2 narrative: this supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the log files which were provided and performed testing. The reported issue could not be reproduced. Engineering stated the log files have insufficient information to process this report. Review of notification history following this report does not indicate repeated behaviors as reported. The investigation results are inconclusive. The customer service engineer (cse) reloaded the software and instructed the customers on savelog creation in case the issue recurs. After service action, there have been no further reported issues from the site. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial submission, fu#1 and fu#2.

Event description:
It was reported that during an unspecified study/procedure, the system generated intermittent faults. Reportedly, the system completely froze the image during an acquisition study. The user was unable to save the images. The user had to reboot the system to restore functionality. No additional information was provided. Multiple attempts were made to obtain additional information regarding the reported phenomenon but with no results.

Manufacturer narrative:
This supplemental report is being submitted to update patient information (see section a3), provide additional event information (see section b5), provide the initial reporter information (see sections e1,e2,e3), provide additional report source (see section g3), and update the patient code (see section h6).

Event description:
Additional information was received and it was reported that during the first stage of a transvaginal study, the transducer was already inside the patient and the doctor was going to save the first image when the reported intermittent lock up occurred. The doctor rebooted the system to repeat the study. The study was prolonged by 10 minutes due to the type of the study being performed, as it was a bit uncomfortable for the patient to reintroduce the transducer. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the log files which were provided and performed testing. The reported issue could not be reproduced. Engineering stated the log files have insufficient information to process this report. Review of notification history following this report does not indicate repeated behaviors as reported. The investigation results are inconclusive. The custoner service engineer (cse) reloaded the software and instructed the customers on savelog creation in case the issue recurs. After service action, there have been no further reported issues from the site.